Event description:
It was reported that during an unknown procedure, the unformed clip ejected when the trigger was grasped after the clip was fed into the jaw. The doctor felt no difficulty in grasping the trigger. The clip did not fall into the patient. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.